Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6).

Event description:
It was reported that a portex® cuffed blue line ultra® tracheostomy tube was in use with a patient when they attempted to remove the inner cannula, but the pull ring broke off. The reporter stated this resulted in a delay in removal and there were "serious repercussions for the ventilation of the patient". No permanent adverse effects reported.